Manufacturer narrative:
Implant and explant dates: if explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site. Visual inspection at 10x magnification revealed that the lens was cut into two pieces. The lens was decontaminated and cleaned. One haptic was detached and there was observed a scratch near of the haptic junction and the lens edge. The complaint reported was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released per specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed defective/scratched during insertion into the eye. Patient contact was reported. No further information was provided.